Event description:
Initial result for a patient ckmb was 7.41 ng/ml. The result was questioned and the sample was repeated. The repeat results were 4.08 and 4.10 ng/ml. The incorrect result was not reported. The field service rep determined that the instrument short sampled against the sample tube.